Manufacturer narrative:
E1 initial reporter phone number: (B)(6). The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber where it was reported that the set was purged to pass lactated ringers with 30 iu of oxytocin and after three minutes, the infusion pump emitted an occlusion alarm. The air was checked and removed, but the pump continued to alert. It was found that the extension of the set was stuck in the lumen, causing the occlusion. A change of set was requested from the pharmaceutical service and the new one was connected to the pump and the medication was administered without any problems. The event occurred during a patient use; however, no one was harmed as a result of this event.

Manufacturer narrative:
Received one used list #14001-31 primary plum set. As received it was noted that a portion of the tube after the cassette was collapsed. It was observed that portions of the tubing appear to be stretched out. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion of 10 ml at 400 ml/hr as infused per 90.p-1137 was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. The incoming tube was measured and found to fail the length specification. The complaint of pump emitted alarm occlusion caused by the extension of the set that was stuck in the lumen could not be confirmed. During investigation a tube collapse was also found. The probable cause of the collapse is due to unintentional pulling forces however it was not found to occlude flow. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.